Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that buttons of the insulin pump were harder to press. Customer's blood glucose level was unknown ta the time of incident. Customer stated that insulin pump had diminished battery life and scratches on the screen. The insulin pump will not be returned for analysis.